Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not yet received the part for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received. This complaint is being reported due to the following conclusion: during a da vinci-assisted surgical procedure, it was alleged that a fragment broke off and fell inside the patient. All fragments were retrieved and no additional surgical intervention was required. However, at this time, it is unknown what caused the breakage to occur.

Event description:
It was reported that during a da vinci assisted surgical procedure, a shear cover came off of a robotic instrument scissors and fell into the patient. The cover was retrieved safely with no harm to the patient. Intuitive surgical, inc. (Isi) followed up with the isi clinical sales representative (csr) and obtained the following additional information: no information regarding what caused or contributed the reported issue was provided. It is unknown if the surgeon was unfamiliar with monopolar curved scissor (mcs) instruments and tip covers, if the cause of the issue was misuse, or what the issue was because csr reportedly has not seen this happen before. It is unknown if the surgeon used gel or lubrication or if a tip cover installation tool was used. Mcs tip cover fell in the patient's abdominal area. All fragments were retrieved and no patient harm or injury was reported. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information from the customer; however, no further details have been received as of the date of this report.